Event description:
Asap too it was reported that pericardial effusion occurred. In (B)(6), a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Prior to the index procedure, aspirin was administered and after the implant the subject was started on clopidogrel. On the day of index procedure, the core-lab transesophageal echocardiogram (tee) implant evaluation revealed pericardial effusion of size 3mm. Additionally, evidence of spontaneous echo contrast visualized by tee was mild. The subject was discharged. It was further reported that the implanted wds was 24mm.

Event description:
(B)(6). It was reported that pericardial effusion occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. Prior to the index procedure, aspirin was administered and after the implant the subject was started on clopidogrel. On the day of index procedure, the core-lab transesophageal echocardiogram (tee) implant evaluation revealed pericardial effusion of size 3mm. Additionally, evidence of spontaneous echo contrast visualized by tee was mild. The subject was discharged.